Event description:
While drilling with a 6.4 mm richards drill bit during an im nailing of right femur procedure, upon pulling the drill bit out of the neck of the patient's right femur, discovered the tip of the drill bit missing.